Event description:
It was reported that (1) device was used during a sub-total gastrectomy. It was reported by the affiliate that the surgeon could not fire the tvr55 device (seems locked out). Another device was used to complete the case. There was no consequence to the pt. The device was discarded.